Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as glue, of which the main component was silicone - however, the material in the nozzle was unable to be further specified. Moreover, no deformation/physical damage of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU: operation manual chapter 3 preparation and inspection states detection method. IFU: reprocessing manual chapter 5 reprocessing the endoscope states detection method. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the nozzle was clogged, and the air or water flow was weak or ineffective on the evis exera iii gastrointestinal videoscope. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The nozzle was clogged by foreign material; however, it cannot be confirmed that this endoscope may have been used in the procedure while this foreign material (similar to silicone-based glue) was present in the endoscope. Additional findings were as follows: due to clogging of the nozzle, water supply volume does not meet the standard value, due to wear of angle wire, bending angle in down direction does not meet the standard value, the plastic distal end cover has a crack, the adhesive on bending section cover has wear, and the connecting tube has a cut. It is most likely that the reported issue was due to insufficient reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.